Manufacturer narrative:
The device evaluation is currently in progress. A follow-up will be submitted when evaluation results or if additional information becomes available. (B)(4)

Event description:
During baxter service, it was discovered that failure code 812:05 occurred during preliminary accuracy testing causing an interruption of delivery. As this event occurred during baxter testing, there is no patient involvement. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.

Manufacturer narrative:
The condition of failure code 812:05 was confirmed through evaluation. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of failure code 812:05. (B)(4).